Event description:
It was reported that the device user experienced acute lumbar pain and muscle spasms consistent with lumbar strain. This was reportedly noted to worsen during subsequent surgical cases requiring work modification and recovery measures. The user reportedly experienced these issues as a result of working in sustained forward flexion and in an awkward position for an extended period of time as a result of the ergonomics and workflow configuration of the metra. Concerns were also raised regarding the sterility and safety of the device as a result of it's height.

Manufacturer narrative:
Investigation of the reported event is pending. Product and initial reporter identifiers were not provided.